Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's operative eye in a secondary surgery. The reason for the lens exchange was not provided. The lens was destroyed after the procedure was completed. No further information is available.

Manufacturer narrative:
Weight & ethnicity: asked, unknown. Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.